Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device in question was returned and evaluated by baxter. Engineering investigation confirmed the reported symptom of "system error 105" through the history log but could not reproduce during testing. The unit was tested for 96 plus hours with no recurrence of the reported symptom. Physical inspection of the motor found that 4 of 6 moor mount screws were sheared, likely causing the reported symptoms. The affected motor assembly was replaced.